Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they went into diabetic ketoacidosis. The insulin pump had a blank display. Customer got out of hospital and found insulin pump like this. Customer stated that the display was not blank less than 30 seconds or did not return. Customer stated display was blank currently. Customer stated that the contacts on the battery cap and battery compartment were neither damaged nor corroded. Customer stated the spring was neither damaged nor corroded. Display did not return after insulin pump restart. The customer declined troubleshooting for high blood glucose. The insulin pump will be returned for analysis.